Manufacturer narrative:
The device was sent to philips bench for evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use at the time of the event, there was no patient involvement. No adverse event to the patient or user was reported.